Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was displayed during self-check. Visual and functional tests were performed. The cause of the issue was a possible defective mainboard. The mainboard was replaced to fix the issue.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1660. There was no patient involvement.